Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a procedure. During the procedure, it was noted that the right ventricle (rv) lead was dislodged. The rv lead was explanted and replaced. The patient was in stable condition.